Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available information, a general reagent issue could be excluded. Based on method comparison and external quality surveys, roche values are not comparable to abbott´s values due to the overall setup of the assays and the antibodies used. Product labeling instructs customer to establish reference ranges for their patient populations.

Event description:
The customer received questionable thyrotropin (tsh) results for twelve patients compared to the results from an architect analyzer. Refer to the attachment to the medwatch for all patient data. The results listed as "ppt" are from the cobas 6000 e601 analyzer. The results listed as "hg" are from the architect analyzer. The tsh unit of measure is miu/l. The initial results were reported, and then the samples were sent to another laboratory. The results from the from the architect analyzer were reported to the physicians. The patients were not adversely affected.